Manufacturer narrative:
Correction: section d4/h4 - review of the patient information and provided documentation revealed that controller, serial number (B)(6), is the patient¿s new controller and that the low flow alarm threshold was adjusted on this controller; this indicates that this controller is in use currently. The serial number of the exchanged controller was not provided. Correction: section d6a was populated in the initial report; however, the device is not implanted, and the field should have been blank. Manufacturer's investigation conclusion: the reported event of dim light emitting diodes (led) in the pump running symbol was not confirmed. Provided information indicated that no pictures were available and that the heartmate 3 system controller would not be returned for evaluation. It was also reported that wear and tear may have contributed to the damage. The root cause of the reported event could not be conclusively determined through this analysis. Although not confirmed, a corrective and preventative action (CAPA) has been implemented to address dim leds in the pump running symbol; the serial number of the system controller was not provided; therefore, it is unknown if the controller was manufactured before or after the corrective action was implemented. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the pump running symbol led condition, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. D, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records of the heartmate 3 system controller could not be reviewed as the serial number is unknown. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's heartmate 3 system controller and modular cable were exchanged due to damage. The controller was noted to have dimmed lights when performing a self-test, and the green pump running symbol was on but hard to see. The cause of the controller damage was unknown but was thought to be related to wear and tear. The modular cable had exposed wires; the cause of the damage was unknown but was thought to be related to wear and tear.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-06345. It was reported that the patient's heartmate 3 system controller and modular cable were exchanged due to exposed wiring and wear and tear.